Manufacturer narrative:
Plant investigation: an actual sample from the customer was received on (B)(6) 2019 in the original package 050-87216 and lot number 19dr08139. The reported event was confirmed. The visual inspection of the actual sample found a leak on the cassette film. The sample was visually inspected and one pin hole was found on the film. The hard plastic of the cassette showed no damage. There were no sharp edges in the carts or on the machine surface that could cause damage to the cassette on the production line. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon physical evaluation of the returned cassette by the manufacturer, damage to the cassette film was identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis register nurse (pdrn) stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Additional follow up with the patient contact revealed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cassette was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up as scheduled.